Manufacturer narrative:
H3, h6: it was reported that hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history review was performed using the part number for the resurfacing femoral head head 50mm and the acetlr cup hap 56mm in search of complaints involving pain throughout the lifetime of the product. Similar complaints have been identified and this will continue to be monitored. As no device batch numbers were provided for investigation, a manufacturing record review and device labelling / IFU review could not be performed. The parts involved would have met manufacturing specifications. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documentation has been reviewed. The revision report did not note any findings consistent with metallosis nor alval. The description is consistent with osteolysis though this was not stated specifically. With the provided information, the root cause of the subsidence of the femoral component into a varus position, consistent with head collapse cannot be confirmed. It cannot be concluded that these findings are were associated with a mal-performance of the implant. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that, after a right bhr resurfacing construct had been implanted on (B)(6) 2010, the plaintiff experienced pain, elevated cobalt and chromium levels, adverse tissue reaction due to metal debris consistent with metallosis and a pattern of inflammatory response consistent with lymphocyte - dominated vasculitis-associated lesion (alval) and head collapse. A revision surgery was performed on (B)(6) to treat this adverse event and the femoral component was explanted. The plaintiff outcome is unknown.

Manufacturer narrative:
It was reported that a hip revision surgery was performed due to pain, elevated cobalt and chromium levels, adverse tissue reaction, metallosis, inflammatory response, alval and head collapse. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the device. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and the head, and this failure will continue to be monitored. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. Although the reported pain, elevated metal ion levels, femoral head collapse, and histopathological analysis of metal debris and alval are consistent with findings associated with metallosis, the root cause cannot be confirmed. It cannot be concluded that these findings are were associated with a mal-performance of the implant. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. Based on the information provided our investigation remains inconclusive and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H3, h6: it was reported that hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. The parts involved would have met manufacturing specifications. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Based on the reported symptoms it cannot be concluded that the events/clinical reactions (pain, elevated cobalt and chromium levels, alval and adverse tissue reaction due to metal debris) were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that, after a bhr resurfacing construct had been implanted on (B)(6) 2010, the plaintiff experienced pain, elevated cobalt and chromium levels, adverse tissue reaction due to metal debris consistent with metallosis, a pattern of inflammatory response consistent with lymphocyte ¿ dominated vasculitis-associated lesion (alval) and head collapse. A revision surgery was performed on (B)(6) 2020 to treat this adverse event and the femoral component was explanted. The plaintiff outcome is unknown.

Manufacturer narrative:
Case (B)(4). B4: corrected event description. D1: brand name updated. D4: catalog number updated.

Event description:
It was reported that, after a bhr resurfacing construct had been implanted on (B)(6) 2010, the plaintiff experienced pain, elevated cobalt and chromium levels, adverse tissue reaction due to metal debris consistent with metallosis and a pattern of inflammatory response consistent with lymphocyte - dominated vasculitis-associated lesion (alval). A revision surgery was performed on (B)(6) 2020 to treat this adverse event. The plaintiff outcome is unknown.